Event description:
The tip could not be removed from the cup impactor due to a defective spring.

Manufacturer narrative:
The complaint states the tip could not be removed from the cup impactor due to a defective spring. The investigation confirmed the failure mode as reported. The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.